Manufacturer narrative:
The device is not available to the manufacture.

Event description:
During the procedure the distal end of the guidewire partially broke off inside the patient. The device was completely removed from the patient. The procedure was completed using a different device. There was no clinical consequence to the patient who was reportedly stable.